Event description:
Vent did not function properly on two consecutive days: both transports, taking patient on elevator. No injury to patient. On transport, user found unit cycling but alarming, not ventilating properly. The next day on transport, ventilator stopped cycling and audible alarm may not have sounded. Both times the pt was hand-bagged right away and had no ill effects. Could not duplicate problem at factory.